Manufacturer narrative:
(B)(4). The PMA/510(k)# is k021808.

Event description:
The clip would fire then some would misfire. There was no patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product auto endo5 ml, lot #73l1600101 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The clip would fire then some would misfire. There was no patient injury.